Event description:
An open surgery on the thoracic and lumbar spine for posterior spinal fusion (psf) of vertebrae t4 to l4, for scoliosis correction, with intended placement of 26 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra l4. - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - calibrated a brainlab 2.6mm drill guide, a non-brainlab tap, and a non-brainlab screwdriver to the navigation for instrument position display on the patient scan. - starting with the vertebra right t7, created a pilot hole drilling through the navigated drill guide, used the navigated tap to thread it, and the navigated screwdriver to place the spine screw into the pilot hole. - used the same navigated method to place the spine screws into vertebrae right t8, right t11-l4, and left t11-l4. - acquired a verification intra-op CT scan (with automatic image registration to the navigation), and determined that the right t7 and right t8 screws deviated medially by ca. 3mm from their intended entry and target positions. - decided to remove the deviating spine screws, and re-placed the navigation reference array with a non-brainlab fixation mechanism near t11 for the upper half of this procedure and acquired another intra-op CT scan of the upper half of the patient's region of interest with automatic image registration to navigation. - following the same navigated procedure as before, placed the spine screws bilateral in vertebrae right t4-t10, including re-placing the right t7 and t8 screws. While switching to left t4, the navigation reference array was inadvertently hit and the user immediately detected the navigation accuracy was off. - performed another intra-op CT scan (with automatic image registration to the navigation) and determined that the screws placed at the previous step were placed correctly. Continued with screw placements at left t5-t10. - acquired another intra-op CT scan to verify the screw placements and determined the placements as acceptable. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 2 of the 26 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and the screws were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure by the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, and there was no surgery/anesthesia delay for the patient. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since 2 spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the surgeon (treating clinician): - the deviation of 2 of the 26 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and the screws were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure by the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, and there was no surgery/anesthesia delay for the patient. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviated spine screws (deviating medially by ca. 3mm) placed at vertebrae right t7 and right t8 with the aid of navigation is: - a relative movement of the spine anatomy after registration and/or during the surgery between the vertebra the navigation reference array was fixated to (l4), and the vertebrae operated on (t7 and t8) due to an insufficiently rigid connection of the anatomy in between, and the surgical forces applied and/or the breathing pattern of the patient after registration during the surgery. Thoracic vertebrae levels are more prone to movement caused by the patient's breathing, and the lack of rigid association between the deviated levels and patient reference array allowed for a change in the anatomy after anatomy registration to navigation and at the time of instrumentation at t7 and t8. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification throughout the surgery, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.